Event description:
The physician accessed the right carotid with the micro puncture kit and then upsized to the enroute arterial sheath and established reverse flow with the nps. Next they tried to advance the .014 wire to cross the lesion they noticed it was not going in the path of the vessel. They put a 4fr bernstein catheter in and took a picture and there was a dissection. The physician tried to re-advance the wire through the bernstein catheter but it was still in the dissection and he then decided to convert to a cea. The patient was on cerebral oximetry and no change was noted. He thought it was from the .014 wire. There were no signs when the sheath was inserted and we took the initial 2 views.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The physician accessed the right carotid with the micro puncture kit and then upsized to the enroute arterial sheath and established reverse flow with the nps. Next they tried to advance the .014 wire to cross the lesion they noticed it was not going in the path of the vessel. They put a 4fr bernstein catheter in and took a picture and there was a dissection. The physician tried to re-advance the wire through the bernstein catheter but it was still in the dissection and he then decided to convert to a cea. The patient was on cerebral oximetry and no change was noted. He thought it was from the .014 wire. There were no signs when the sheath was inserted and we took the initial 2 views.